Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female patient contacted zoll to report that the therapy electrode (te) pad had damaged the garment and cut her back. The patient stated that she could not see the cut but she could see the blood on her back. The patient said that it appeared that the metal plate is sticking out. The patient removed the lifevest due to it cutting her back. A patient service representative (psr) was sent to refit and follow up with the patient. The psr replaced the patient's electrode belt. There was no follow up on the cut on the patient's back to see if it healed.

Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.